Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing o-ring, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the reservoir compartment has broken off and the reservoir will not stay in. The blood glucose reading was 215 mg/dl. The customer states that they may have dropped the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.